Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased pacing thresholds. It was determined that this lead exhibited dislodgement. Subsequently, this patient underwent a revision procedure and this product was explanted and replaced. The return of the product is unknown as the hospital independently returns the removed products.